Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with multiple symptoms. Under-sensing, noise and over-sensing were observed on the right atrial lead. Atrial capture threshold was not available. It was further reported that the right ventricular lead exhibited rising impedance, high thresholds and rising thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.